Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator 977006 ng pain pc vanta and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) experienced lead migration, with the leads wrapping around the battery. The patient lost pain relief and was only receiving stimulation at the battery pocket site, indicating inadequate stimulation at the intended location. An x-ray confirmed the leads were wrapped around the battery. The patient underwent multiple reprogramming attempts. A lead revision was determined to be necessary, but the procedure had not yet been scheduled. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jan-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.